Manufacturer narrative:
Batch review was performed and all in-process and qa release testing were within specification.

Event description:
Customer reported that vs288 did not detect an antibody in a pt who was later confirmed to have anti-c present in the plasma. Customer claimed they saw a few "fuzzy aggluntinates" with cell ii. Customer performed an immediate spin cross match (tube method). Two units were transfused without incident. In 2009, a new sample was obtained from pt and now the antibody screen was positive (3+) with cell ii. Ocd's medical director has classified this as a serious injury. This report corresponds to ortho clinical diagnostics inc.